Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient also mentioned that they had severe recurrent inflammation of pancreas. The patient was treated with IV (intravenous) pain medication, liquid diet and insulin. The patient was released the seven days later. The pod was worn when seeking medical attention.